Event description:
Synthes became aware of the following information from a journal review: patient implanted with prodisc-l experienced subsidence into posterior part of endplate l5 four days postoperatively, due to osteoporosis. Postoperative radiographs showed subsidence.

Manufacturer narrative:
Journal article: 'complications and strategies for revision surgery in total disc replacement - orthopedic clinics of north america 36 (2005) 389-395 - rudolf bertagnoli, m.d.; jack zigler, m.d.; armin karg, msc; sandra voight, msc. G1, synthes is unable to determine manufacturing site or manufacturing date without a part number/lot number. Synthes is unable to determine 510(k)# without a part number of lot number. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part numbers/lot numbers were provided.